Event description:
Patient reported the menu and check buttons work intermittently on infusion device. The menu and check buttons become blocked; patient reported the buttons will work properly after the infusion device is switched off and back on. This has resulted in elevated blood glucose of 250-300 mg/dl. Patient was not able to resolve elevated blood glucose by correction bolus or by changing infusion set; therefore, patient switched to backup infusion device and blood glucose was well. Patient did receive a power interrupt (e8) error at one time. Patient is currently using backup infusion device. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a healthcare professional or second party to address the issue. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.